Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms and in insulin flow blocked alarm. Customer¿s blood glucose value was 130mg/dl. Customer stated that they tried all the remedies. Troubleshooting was performed and customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer was advised to revert to the back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 4 and pump error 53 found in the device history due to software error.